Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was not working/stopped working. The patient thought that this occurred ¿about 4 years ago¿ (it was pointed out that the device was implanted in 2017). It was also noted that the managing hcp took the remote controller from the patient. There were no further complications reported or anticipated.